Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that while in the hospital the patient was on telemetry and pauses in pacing were observed. Interrogation showed nonphysiologic noise on right ventricular (rv) channel that was being oversensed by the pacemaker and leading to pacing inhibition with asystole greater than two seconds. All other lead measurements were within normal limits. The sensitivity was decreased to least, but the oversensing of noise leading to pacing inhibition persisted. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the pacemaker was explanted. A new device and lead were successfully implanted. No additional adverse patient effects were reported.